Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was an issue with the sensors behind the toggle. When the surgeon pressed up on the toggle to open the jaws, the stapler articulated to the right. It was also noted that there are some other movements of the stapler that the surgeon was not trying to make. A manual stapler was used to complete the case. There was no patient injury.